Event description:
A zoll patient service representative (psr) called zoll customer support to report that he was unable to connect a (B)(6) male patient's electrode belt to a monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (won't connect to monitor) was confirmed. Upon investigation the trunk cable connector pins were bent in a swirl pattern, which prevented the electrode belt from connecting to a monitor. The root cause for the bent pins was likely excessive force when connecting the belt to a monitor. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.